Event description:
The report form was rec'd from the cypher e-select registry indicated that approx twelve (12) days after the index procedure, the pt had a sub acute thrombosis (sat) pf the previously placed two (2) cypher select plus stents: a 2.5x13mm and a 3.5x18mm. The pt was also reported to have had an acute myocardial infarction (ami) and a focal restenosis (<10mm in length) of the 2.5x13mm stent. The pt was reported to have forgotten/stopped taking his antiplatelet therapy (aspirin and plavix) four (4) days after the index procedure. The sat was reported to be possibly related to the cypher stents. The adverse events (ae's) were treated by placement of an add'l cypher select plus 2.5x13mm stent.

Manufacturer narrative:
The indication for the index procedure was an ami/non st elevation mi. Lesion #1-1: the target lesion for the index procedure was the proximal left anterior descending (lad)/first diagonal coronary artery. The lesion was reported to be: de novo, type b1, 2.5mm in diameter, 5mm in length, irregular, eccentric, un-calcified, non-thrombotic and located in a bifurcation requiring double-wire technique. The lesion was not pre-dilated prior to the placement of a 2.50x13mm cypher select plus at a maximum inflation pressure of 14atm. Lesion #1-2: the target lesion was the proximal/mid lad. The lesion was reported to be: de novo, type c, chronically 100% occluded, 3.5mm in diameter, 12mm in length, eccentric, ostial, un-calcified and with thrombus present. The lesion was pre-dilated (crushing the previous stent) prior to the placement of a 3.50x18mm cypher select plus stent at a maximum inflation pressure of 10atm. Both stents were then post-dilated using kissing balloon technique for a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged from the hosp the next day on medications that included aspirin and plavix. The products are not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #9616099-2007-00135.